Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. There were no visual anomalies noted to the device. During functional testing, the device was unable to be flushed. A 0.01066¿ patency mandrel was advanced to 89cm from the proximal end as was unable to be advanced further. The balloon catheter shaft was cut and solidified contrast media was noted exited. The balloon catheter was cut at approximately 20cm from the distal end in an attempt to inflate the balloon, this section of balloon catheter was flushed and some blood exited. The balloon was inflated and was noted to be leaking at the proximal end. It is probable that the device was damaged during the clinical procedure causing the as reported event. Therefore, based on information available and analysis of the product, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during procedure, after performing several inflations and deflations, the balloon ruptured inside of the patient. There was no impact to the patient.

Event description:
It was reported that during procedure, after performing several inflations and deflations, the balloon ruptured inside of the patient. There was no impact to the patient.